Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The occlusion was determined to be caused by improper seating of the cartridge due to debris on pneumatic tap. Reportedly, after cleaning the debris and changing supplies as necessary, the customer successfully resumed insulin therapy.